Manufacturer narrative:
Device has not been received for benchtop analysis yet. A supplemental report will be filed when the investigation is complete.

Event description:
A 68-year-old female patient was treated for acute myocardial infarction and cardiogenic shock. An impella cp heart pump was inserted for hemodynamic support. The pump was implanted during an ongoing cardiopulmonary resuscitation. During this procedure, the impella folded up in the aortic root and could not be straightened again. It was decided to remove the impella cp. When the pump was pulled out, resistance was noticed, and the pigtail remained in the patient. The treating physician suspected that the pigtail remained distal to the puncture site, as the new impella cp could be placed without issues. With hemodynamic support from the impella cp, the coronary vessel affected by in-stent thrombosis was reopened. After the successful procedure, the patient suffered from continuous pulseless electrical activity (pea). Care has been withdrawn and the patient died.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Note: corrected information provided in h6 is an addition to previous coding.

Manufacturer narrative:
The returned product was visually inspected and the inflow cage was detached from the cannula. Cannula coil unravelling was observed and damaged polyurethane. The inflow cage was not returned. No catheter kinks were observed. The cause of the cannula detachment was most likely use related since impella flipped in the aortic root during CPR and then resulted in resistance when passing back through the sheath during removal.